Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed cassette not latched error. Per reporter, the issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
D3: address corrected. H3: one device was received for analysis. No applicable history was identified. The review of the event history log identified four instances of "cassette not attached properly alarms". The reported issue was confirmed through functional testing. Further inspection identified a delaminating downstream occlusion (dso) seal and a buckling upstream occlusion (uso) seal. The dso and uso seals were replaced. A performance verification test was performed, and the unit passed all testing criteria.